Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarm. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced high and low blood glucose events. The customer¿s blood glucose level was registered as high and a low blood glucose reading of 40 mg/dl at the time of the incident. No form of treatment was reported and customer declined high and low blood glucose troubleshooting. The customer stated that the insulin pump had a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.